Manufacturer narrative:
(B) (4). The ge service rep powered the system and made numerous exposures, then tested it while moving parts and cables. He could not duplicate the cine mode change. He checked the ir remote, disconnected, noticed small dent in left (ps-3 side) control panel, ordered same, noticed that new footswitch has bad mode button, and ordered a replacement. He retrieved new log files and netpipe error, ordered gib, sbc, and interface pc board. The system operates as intended.

Event description:
The customer reported that when fluoroing, the system changes to roadmap on its own and won't change back to normal fluoro. The customer reports that using the exposure button above the control panel, every third fluoro exposure, resulted in a change to the cine mode.